Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, t-wave oversensing on ventricular channel was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.